Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be deployed and remained attached to the device after removal. Manual compression was used for hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd), and no resistance or friction was experienced during device advancement. The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped, and the indicator window turned solid black. There was no issue with the deployment lever. The deployment button was fully pressed and aligned with the handle. The vcd was used during a diagnostic procedure and was stored and prepared according to the instructions for use. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vascular closure device (vcd). There were no visible signs of device or packaging damage prior to use. One exoseal device was used for the patient. The introducer sheath used, including its manufacturer, model, and size, was unknown. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vascular closure device (vcd). The target femoral site had not been closed with any closure device or manual compression within 30 days prior to this procedure. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be deployed and remained attached to the device after removal. Manual compression was used for hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd), and no resistance or friction was experienced during device advancement. The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped, and the indicator window turned solid black. There was no issue with the deployment lever. The deployment button was fully pressed and aligned with the handle. The vcd was used during a diagnostic procedure and was stored and prepared according to the instructions for use. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vascular closure device (vcd). There were no visible signs of device or packaging damage prior to use. One exoseal device was used for the patient. The introducer sheath used, including its manufacturer, model, and size, was unknown. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vascular closure device (vcd). The target femoral site had not been closed with any closure device or manual compression within 30 days prior to this procedure. Other procedural details were requested but were not provided. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis 6f catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit and was found to be within specification. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty-unable¿, was not observed through analysis of the returned device as the device was received fully deployed and the plug was not returned. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the deployment difficulty, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿(xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.